Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient was unhappy with the inflatable penile prosthesis (ipp) pump placement and also presented a suspected herniated reservoir. Infrapubic and penoscrotal incisions were made to reposition the reservoir and pump, respectively. There were no further complications.